Manufacturer narrative:
Analysis found that the handpiece was working intermittently due to cable shorted. The cable, bearing, and seals were replaced. The handpiece was repaired, tested, and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via distributor that while using the blade the handpiece heated. Within a few minutes the shaver emits an unusual sound and the doctor stopped the procedure. The blade was removed with difficulty from the handpiece and the strawberry begun to make a sound out of the usual. The procedure was completed using the device. There was no patient impact; no complications.